Event description:
There was no patient involved in this event. This device malfunctioned because the software failed to upgrade.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. Between (B)(6) 2012 there are multiple manual events of 10 minutes duration which would indicate the device was switching itself on automatically. There is no evidence recorded of the user trying to upgrade the software in the device. Though no fault was found with the returned pad device or pad-pak, the multiple manual power ups of 10 minutes duration would indicate a failing membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.